Event description:
The user facility reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.